Event description:
It was reported that the device was continuously running on its own without activation during the procedure. It was not being used on the patient at the time, another device was used to complete the case. There was no patient injury. Additional information was requested, but no additional information was provided.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation the device trigger and clamp arm operated as intended, the tissue pad was in good condition and the blade was properly aligned. The device was then electrically tested, and it was found that when the min button was pressed the generator displayed an error message "two switch activation detected on screen," but the device did not continually activate on its own. The device history record was reviewed and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made at to what caused the reported event.